Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy for menorrhagia and dysmenorrhea on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes follow up hospital and radiology reports there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. Robotic hysterectomy (B)(6) 2011. Discharge home next day. On (B)(6) 2011 re-admitted for fever and pain. CT noted no abscess. Subsequent ivp noted right ureteral injury. On (B)(6) 2011 - cystoscopy, ureteroscopy with attempted ureteral stent placement - right ureter. Unable to pass stent. Nephrostomy tube placed in separate procedure. On (B)(6) 2011 attempt to internalize a double j stent. Nephrostomy tube removed then. On (B)(6) 2011 return to cystoscopy lab with manipulation of stent and unable to replace. On (B)(6) 2011 another nephrostomy tube placed. Discharged (B)(6) 2011. On (B)(6) 2011 readmitted for dvt of right lower leg following multiple procedures and decreased activity. Discharged home on (B)(6) 2011. On (B)(6) 2011 admission for exploratory laparotomy with re-implantation of right ureter.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. Operative report makes no mention of observation of location of ureter or strategy to avoid injury to ureter during the procedure. Not a da vinci malfunction. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.